Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned thyroid results for 1 patient sample tested on a cobas e 801 module. The sample was submitted for investigation where discrepant results were identified for elecsys tsh between the customer's e801 module and the siemens centaur method. Refer to attached data for the patient results. The initial results from the customer site were reported outside of the laboratory. There was no allegation that an adverse event occurred. The customer's e801 module serial number was (B)(4). The e801 module used at the investigation site was (B)(4). The tsh reagent lot number used at the investigation site was 283556 with an expiration date of feb-2019. Calibration and qc data from the customer site was not provided. From the data provided, a general reagent issue can be excluded. Assays from different manufacturers, in this case siemens can generate different results due to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used. The investigation was unable to find a definitive root cause.